Manufacturer narrative:
Unit passed displacement test. Unit received with partial display due to corroded electronic assemblies. Unit received with corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked case (battery tube) and missing display window cover. The p-cap does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a had display anomaly. Customer stated insulin pump was partially dim and was slowly expanding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.